Manufacturer narrative:
(B)(4). Product evaluated and customer's report of a leak on the drip chamber was confirmed. Functional testing found a leak where the tubing attaches to the top of the drip chamber. The cause of the leak was identified as insufficient solvent applied to the engagement point during the mfg process. The mfg database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.

Event description:
Customer reported set leaked within 5 minutes of starting the infusion. Leak was at the top of the upper y-site above the blood filter. No pt/user harm. No further pt/event info was available.